Event description:
Customer was hospitalized for two days with "ketone poisoning". Her blood glucose was around 14-16 mmol/l and her ketones were very high. She suspects that the elevated blood glucose levels are related to occlusions with the spirit combo insulin pump. Per manufacturer's investigation of the device, some e4 (occlusion) alerts were found in the history list. The e4 was not cleared according to the user guide and the occlusions went uncorrected. The evaluation of the history showed that all programmed boluses were delivered as intended. The device was returned and investigated.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.